Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. No foreign object was found, however, there were scrape marks in the forceps passage. Leakage was found between the plastic distal end cover and the body. The plastic distal end cover had dents and scratches. The bending section cover glue was cracked. The edge of the light guide lens had a minor chip. The control knob had play and the forceps lever and forceps had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician observed resistance or obstruction inside the instrument channel of the evis exera ii duodenovideoscope. The intended procedure was completed with the same scope with no surgical delay. The scope was inspected prior to use and was working correctly. No device was replaced during the procedure. The problem was believed to be caused by an object stuck inside the channel (for example, specifically a stone extracted from the patient during the same procedure). No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the reporter. Additional information was received from the reporter where it was confirmed that a stone caused the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. A stone was suctioned and clogged in the biopsy channel due to mishandling by the user during the procedure, which caused the suggested event. Since the stone was removed during reprocessing immediately after the procedure, it could not be detected during the device evaluation. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids."